Manufacturer narrative:
Evaluation of the returned pod packing coil confirmed that the embolization coil had offset coil winds. Evaluation revealed the pusher assembly was fractured, and the embolization coil was detached. This is likely the reported damage. If the pod packing coil is manipulated against resistance, damage such as offset coil may occur. Subsequently, the pusher assembly may kink, and fracture may occur. Based on the reported event, the root cause of resistance could not be determined. However, the offset coil winds may have contributed to resistance during use. The fracture in the pusher assembly likely contributed to the embolization coil detaching from the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (packing coil), and a microcatheter. During the procedure, it was reported that the physician successfully placed a few coils. The physician then attempted to place a packing coil, that was reported to have unraveled. Therefore, the packing coil was removed by suction. The procedure was completed using a new packing coil. There was no report of an adverse effect to the patient.